Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered vaginal pain, scarring, pain with intercourse, stitching removal, mesh revision, recurrent incontinence, bleeding, and mesh erosion. No further information has been provided.